Event description:
On (B)(6) 2011 during an acdf 2 level procedure (anterior cervical discectomy and fusion) the surgeon was inserting a 4.35 mm ti cancellous expansion head screw and he inserted the screw too far, splaying the head of the screw. The surgeon then used the conical extraction screw to remove the splayed screw and the very tip broke off in the splayed screw head. The surgeon did remove the extraction screw and the cancellous screw, selected another screw and completed the procedure. There was no added time to the procedure. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR review, the evaluation performed, and the unknown root cause, this complaint is deemed indeterminate from a manufacturing position. Screw was received broken and remained in the cancellous expansion head screw. It was impossible to determine if the tip or the head of the screw are according to the specification.